Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced lock label. Calibrated and p.m.-ed unit. A review of the device history record for sn (B)(4) was performed from date of manufacture 1/27/2006 to the present date 10/21/2020 and note that this device has been returned for service two times without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
It was reported that preventative maintenance would be performed on the device due to unknown needed repairs. No patient involvement was noted.